Event description:
As reported via the edwards clinical specialist, after deployment of a 23mm sapien valve a right cusp plaque dissection was noted. According to the case summary, balloon aortic valvuloplasty (bav) was performed x2, first with a 23mm edwards bav catheter, then with a 22mm non-edwards bav catheter. The sapien valve was deployed and a pericardial effusion was confirmed on tee. A pericardial tap was performed, and the chest was opened. The sapien valve was explanted and a surgical valve was implanted. According to the operators, either post bav or post valve deployment, a right cusp plaque dissection was occurred.

Manufacturer narrative:
According to the IFU, cardiovascular injury, such as perforation or damage (dissection) of vessels, are known potential adverse events associated with the tavr procedure, balloon valvuloplasty, aortic valve replacement and bioprosthetic heart valves. Annular/aortic rupture is typically a combination of factors, including anatomic factors (severely calcified aortic root. Obliterated sinuses of valsalva [sov]), and procedural factors (significant valve oversizing (=4mm)). In this case, the patient was noted to have bulky calcified leaflets in addition to a severely calcified aortic root. However, the patient did not have obliterated sov and the valve was not oversized (23mm valve in a 22mm aortic annulus). Echo and cine imagery is not available from the hospital to assess the cause of the event. The exact cause of the reported event cannot be confirmed; however, it is possible that the "right cusp plaque dissection" is secondary to the patient's bulky calcified leaflets, bulky calcification of the native valve and severely calcified aortic root. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. The ifus and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the edwards devices. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.